Manufacturer narrative:
A steris account manager went onsite and identified that the rooms where the product was handled were not properly ventilated. Facility personnel were not following ansi/aami st58 which states, "rooms in which chemical disinfection and sterilization are performed should be large enough to ensure adequate dilution of vapor." The revital-ox resert hld safety data sheet states (8.2), "provide adequate ventilation. In case of insufficient ventilation, wear suitable respiratory equipment." The user facility has discontinued the use of revital-ox resert hld in rooms that are not properly ventilated. A steris account manager counseled facility personnel on the proper use of revital-ox resert hld, specifically proper ventilation. No additional issues have been reported.

Event description:
The user facility reported that employees experienced eye and throat irritation while handling revital-ox resert high level disinfectant. Medical treatment was sought and administered.